Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3, h6, h7 and h9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the front panel turned off (and alarm went off) and insufflation became unavailable due to faulty printed circuit board and a faulty pressure sensor circuit. Three attempts were performed to obtain additional information, but no response was received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported, the insufflator had a black front panel and the device stopped air supply. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm or delay.